Event description:
This report is being filed retrospectively per the FDA's request. Per the healthcare provider, the patient's flange fixture was implanted in 1988. The abutment was attached "after an appropriate amount of time". The fixture and abutment fell out in or about 2005. The probable cause of the loss of osseointegration was the pt having irradiated bone. The pt was implanted with a new flange fixture (date not provided) and resumed use of his sound processor (date not provided). Analysis showed that all measurements of the device were within specs.

Manufacturer narrative:
This is a final report.